Manufacturer narrative:
The suspect medical device was not returned to the manufacturer for evaluation/investigation but to olympus shanghai (osh), (received at osh on 2022-11-16). The evaluation at osh confirmed the reported image error (green image) and traced the failure back to a defective r-unit. Therefore, this event/incident was attributed to component failure. Furthermore, the device was reported to have issued error message e104 and an inconsistent serial number was identified. Since the device also showed other signs of manipulation, it is assumed that these issues can be attributed to an unauthorized third-party repair. In addition, damage to the cover glass at the outer tube, dents in the outer tube, scratches/cuts in the gray protection hose of the cable unit, as well as wrinkling of the kink protection sleeve (strain relief) were determined. These issues are most likely attributable to improper handling and wear and tear. They are not related to the reported image error. A material or quality problem can be excluded since a manufacturing and quality control review was performed for the affected serial number of the video telescope without showing any abnormalities. The case will be closed on olympus side with no further actions. The reported event/incident will be recorded for trending and surveillance purposes and the user will be informed about the investigation results.

Event description:
Olympus was informed that the video telescope displayed a green image during reprocessing. The intended procedure was completed with other unspecified devices and there was no report about an adverse event or patient injury.